Event description:
It was reported that the stimulation does not working. There was no patient associated with this event. On follow-up it was reported that there was no response / no delivery sound. Tympanoplasty was the type of procedure performed. There was no surgical delay and back up device was used.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 : product analysis : analysis of product ID: 8225101 of lot number 0222987014 found that visually there was no damage in the construction of the device. Electrically, the resistance of the entire assembly should be less than 0.3 ohms and the actual measurement was 0.3 ohms which was within specification. The probe tip fit securely into the handle with no issues. Functionally, the probe was connected to a nim system using a 1.0 ma stimulating current and 100 v threshold and, while stimulating using a patient simulator, the system returned 1.02 ma and a waveform/event tone over 200 v. However, the signal was not consistent while moving the tip on the metal contacts of the simulator. The probe tip was replaced with a reference tip and there was no intermittent behavior. Under magnification, there was a difference between the metal contacts on the distal end of the probe tip in comparison to the reference tip. In the returned condition, there was an out of specification condition that was related to the complaint. H6 : codes updated. Previous fdm b21,fdr c21 and fdc d16 codes no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.